Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that an attempt had been made to clean the latch, mini switch contacts, and re-crimp the wiring harness connectors. Despite opening and closing the door approximately four times successfully, it failed to unlatch on the fifth attempt. The field service engineer inspected the latch assembly further and identified it as an older component. A field service engineer subsequently replaced the latch assembly and the wiring harness. After a system restart, the user successfully recovered, and the smart remote manager was tested multiple times. It was noted that the system felt more secure and less worn. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user requested to replace the refrigerator lock frame since unable to lock the door and it keeps failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.